Manufacturer narrative:
This icm was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified an internal battery short that resulted in the observed premature battery depletion.

Event description:
It was reported that the insertable cardiac monitor (icm) showed an error message to contact the clinic and the device was at end of service prematurely. The device was explanted and not replaced by any other device. The icm was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that the insertable cardiac monitor (icm) showed an error message to contact the clinic and the device was at end of service prematurely. The device was explanted and not replaced by any other device. The icm will be returned for analysis. No adverse patient effects were reported.